Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 01/2023.

Event description:
It was reported that upon opening the device, a foreign material was allegedly observed in the package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one elevation breast biopsy probe was returned for evaluation. On visual evaluation, the device appeared to be clean and the sample tank basket was returned. And the device was carefully inspected throughout as well as packaging and no foreign material was spotted. Therefore, the investigation for the reported foreign material is unconfirmed as the foreign material was not noted on the device. Two electronic photos were provided for review. First photo shows the package where the blood residue like material is noted on the device package. Second photo shows the device where the blood residue was noted on the body of the device. Therefore, based on the photo review, the reported failure foreign material could not be confirmed. Therefore, the investigation for the reported foreign material is kept as inconclusive. A definitive root cause for the alleged foreign material could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 01/2023), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the device, a foreign material was allegedly observed in the package. There was no patient contact.